Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. A new lead was implanted to resolve the event and the patient was in stable condition. Additional information was requested but has not yet been received.

Event description:
Additional information was received indicating that the lead was capped.